Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was exhibiting a data collection issue pertaining to an interaction between post mode switch overdrive pacing and ms+30, which can cause issues with diagnostic reporting of arrhythmia's a patient might be experiencing. The device remains in use. No patient complications have been reported as a result of this event.